Event description:
The pt had tetrology of fallot. Left pulmonary anastomosis and collateral like a ductus with pulmonary hyperflow. A decision was made to embolize the collateral with the device. The device was placed. Upon an attempt to deploy the coil, it would not deploy. The device was then withdrawn. An attempt was made with another device and again, it would not deploy. It was thought that if the bag was deployed, the coil would be deployed; however, upon deployment, the bag embolized to the right pulmonary artery without the coil. The collateral was subsequently closed with two coils deployed from the pulmonary and aortic extreme.